Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited noise/oversensing. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient returned to the healthcare facility for a pre operative assessment care visit. The patient spent approximately one hour with the healthcare provider. No action and/or intervention was performed.